Event description:
Information received from the field does not address the patient's clinical status but notes that the device was was in back-up mode and could not be interrogated. A download was accepted but the device could not be pro- grammed. The device was interrogated and it reverted to back-up mode. Subsequently, the device was replaced.